Event description:
I had a total knee replacement in (B)(6) 2012, afterwards I kept telling the surgeon something was wrong with the stryker triathlon total knee implant that was put in my right knee. The surgeon kept telling me that it was all in my head, I was imagining it, to suck it up and get use to it that it would get better with time and even that I was crazy. He said everything was ok. After a year of this he had me believing he was right so I just decided to put up with it, live with it and hope it got better. Well, it never did, so I went to another orthopedic surgeon. He found out on (B)(6) 2016 that the implant I had was bad and told me I would have to have complete revision surgery to take the stryker triathlon knee implant out and replace it. I had revision surgery on (B)(6) 2017. The stryker triathlon total knee system is a dangerous product and it puts peoples' lives in danger. It needs to be recalled and taken off the market.